Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were able to successfully connect the programmer to the ins, noting they were still learning how to use their devices. They stated they had contacted their doctor to resolve the inability to empty their bladder, but it had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they were in pain and they said that it was in their back, buttock, and private area, but it was not pain, it was like pressure. The patient said it was when they sat for too long or if they laid down on their stomach. The patient said that this pain started on sunday, (B)(6) 2019. They did not think the pain was from the stimulation. They thought it was because they were doing too much and if they sat down their bottom became painful. The patient said they were sleepy and groggy the day of implant, after the surgery. The patient reported that the day of the implant the came home and they completely emptied their bladder, which was a good thing. They then reported on saturday night they got up 5-6 times like they normally would. After the 6th time they stopped counting how many times they got up. The patient reported the therapy wasn't working like it did on friday night when they came home. It was reviewed that the patient's body may have adjusted to the therapy and it may need to be increased. On the call the patient was able to connect with the controller, it said it was on at 0.7v. The patient increased to 0.8v on the call and reported feeling stimulation. They noted they had a follow-up appointment on monday and would try this setting to see if it helped with symptoms and then would follow-up with healthcare provider. Additional information received from the patient on (B)(6) 2019 reported that the therapy was working 100% and was still working because they were not getting up 5-6 times at night. However, they thought the therapy doesn¿t fully empty their bladder and they needed to empty their bladder more. Previously, they changed from 0.7 to 0.8 and felt a lot of ¿vibration¿. The patient ended up turning the stimulation down to 0.7 and had kept it there. They indicated that they had programs 1-7 available and were redirected to their healthcare professional (hcp) for the bladder not emptying issue. In addition, the patient reported that they noticed swelling at the ins site following implant and felt a lump at the ins site (¿knowing ins location¿). Now, the swelling had gone down and they could barely feel where the ins is. Further, they had ins incision site bleeding at the after surgery and thought this was due to their activity level and them moving around. In addition, the patient reported that they had not been feeling well and woke up nauseous. They were not sure is related to the ins or the surgery (or something else) but noticed this the same time as the incisional bleeding. There were no further complications reported or anticipated.